Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that upon removal of a bard lutonix balloon, the sheath inverted and folded on itself back up through the hub when using the glide sheath slender device. The patient was stable. The procedure outcome was a success. Additional information was received on 7/5/2018: the procedure being performed was a peripheral vascular intervention (pvi).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. In the initial report, it was stated that the sample was available however; additional information was provided that the sample was discarded. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.